Event description:
Halyard health received a report stating the transgastric-jejunal enteral feeding tube balloon burst. The physician replaced the device. The device was in use for seven weeks prior to the incident. No additional info was provided in regards to the patient's status.

Manufacturer narrative:
The product involved in the report has been returned and is being processed for evaluation. A review of the device history record is not possible as no lot number was provided. Upon completion of the sample evaluation; a f/u report will be filed. Halyard health has no independent knowledge of the event reported but is relaying the info that was provided by the user facility where the incident occurred. This product incident is documented in the halyard health complaint database and identified as complaint (B)(4).